Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the user observed the guidewire was kinked before insertion. Another device was used. No patient involvement with device.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit containing a spring wire guide (swg) assembly for analysis. Both the straight tubing and cap were noted to be missing from the assembly. No signs of use were present on the swg. Visual inspection of the swg revealed that there was one kink in the body. The location of the kink would have been within the straight tubing if it had been assembled to the advancer tubing. No damage was noted to the protective tubing or tray returned. Microscopic examination confirmed both welds were present and spherical. The kink in the swg measured 415 mm from the proximal weld. The total length of the swg measured 457 mm, which is within specifications of 450-458 mm per swg graphic. The outer diameter of the swg measured 0.800 mm , which is within specifications of 0.788-0.826 mm per swg graphic. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into arrow raulerson syringe approximately 10 cm until it passes through syringe valves." The undamaged portions of the wire passed through a lab inventory ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were secure. A lab inventory straight tub and cap were assembled to the advancer tubing. The kink was found to be within the straight tubing. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package has been previously opened or damaged". The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal assembly, the kinked portion of the guide wire would have been located inside the straight tubing, protecting it from damage. Therefore, it cannot be confirmed when the guide wire became kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the user observed the guidewire was kinked before insertion. Another device was used. No patient involvement with device.